Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the spring wire guide (swg) was damaged (unraveled). There were no clinical consequences to the patient.